Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch mw# 5201770000-2022-8059.

Event description:
User facility medwatch report (mw# 5201770000-2022-8059) received that states: unsuccessful perclose attempt to left femoral artery. Perclose device did not deploy correctly and was stuck in the artery. Drs. From ir [interventional radiology] and vascular surgery contacted and came to the cath lab to help facilitate removal in case more significant vascular injury occurred. Ultimately, they were able to remove the perclose device successfully. Femoral artery angiography following perclose removal demonstrated no extravasation. Successful 8 fr angioseal performed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of pain is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch report (mw# (B)(4)) received that states: unsuccessful perclose attempt to left femoral artery. Perclose device did not deploy correctly and was stuck in the artery. Drs. From ir [interventional radiology] and vascular surgery contacted and came to the cath lab to help facilitate removal in case more significant vascular injury occurred. Ultimately, they were able to remove the perclose device successfully. Femoral artery angiography following perclose removal demonstrated no extravasation. Successful 8 fr angioseal performed. Subsequent to previous report being filed, additional information was received: it was reported that this was an arteriotomy closure of the left femoral artery using a proglide after a diagnostic procedure using a 5f sheath. Reportedly, the device was advanced without issue and pulled back to the vessel wall. The plunger became stuck when it was pushed in. It would not come out of the device. The device was advanced back into the vessel and the footplate lever was closed; however, the device could not be removed. After multiple attempts to remove, with assistance of others, the device was successfully removed. An 8fr angioseal was used to achieve hemostasis. Fentanyl was administered for patient discomfort. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.